Manufacturer narrative:
(B)(4).

Event description:
The pacing system was implanted on (B)(6) 2018. Reportedly, during a follow-up performed on (B)(6) 2018, it was observed that the amplitude of the recorded atrial waves was low since (B)(6) 2018. X-rays were performed on (B)(6) 2018 and on (B)(6)2018 and according to the physician the atrial lead was still in the same position. In addition, ventricular events were sensed in the atrial channel in the recorded episode s. Preliminary analysis results confirmed the reported behavior. Based on available data, an atrial lead positioning issue is suspected (i.e. Lead dislodgement, lead migration, lead micro-dislodgement).

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
The pacing system was implanted on (B)(6) 2018. Reportedly, during a follow-up performed on (B)(6) 2018, it was observed that the amplitude of the recorded atrial waves was low since (B)(6) 2018. X-rays were performed on (B)(6) 2018 and according to the physician the atrial lead was still in the same position. In addition, ventricular events were sensed in the atrial channel in the recorded episodes. Preliminary analysis results confirmed the reported behavior. Based on available data, an atrial lead positioning issue is suspected (i.e. Lead dislodgement, lead migration, lead micro-dislodgement).